Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown t2r lag screw broken. The two lag screws and the locking screw were classified as primary products during investigation. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible because the implants, product identification details (catalog numbers, lot codes), x-rays and surgery reports were not provided. An exact root cause could not be determined. The customer reported a non-union (bone fracture was not healed). Non-unions can lead to implant failures like breakages and deformations and are listed as adverse effects in the IFU. If other listed effects like obesity, postoperatively loads, intra-operatively implant damages, etc. Did also contribute to the reported event could not be determined due to missing information. Based on the poor given information the case is attributed to the patient; the implants most likely broke and got deformed due to the non-union in combination with postoperative loads. No non-conformity detected. Device was discarded.

Event description:
It was reported that t2r primary surgery was performed 5 months ago. After that, the proximal lag screw breakage, the distal lag screw deformation and one distal locking screw breakage were found. Therefore revision surgery to chs was performed on (B)(6) 2015. The fracture had become nonunion.